Manufacturer narrative:
Other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, migration, and requiring medical intervention to prevent serious injury or death have been ruled out as potential causes of the reported issue. The pain experienced by the patient was related to a prior injury to l5-s1, and she complained that the pain medication the doctor prescribed was not working. The medication had been changed, and the physician believes the patient might have experienced withdrawal side effects. The stimulator is used to treat pain. The cause of the reported pain is due a herniated disc (l5-s1). The cause of the itching is unknown. Therefore, conclusion has been selected as no problem/fault found, as the device could not be attributed to the cause of the reported incident. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported an itching reaction during their trial and asked to have the leads removed early. They were given cortisone cream to treat the area. The patient was also complaining of severe right sided pain in their back and leg, which the doctor said was related to their l5-s1 herniated disc. An explant procedure was performed on (B)(6) 2023. The patient is no longer itching and there was no infection present.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and migration have been ruled out as potential causes of the reported issue. The pain experienced by the patient was related to a prior injury to l5-s1, and she complained that the pain medication the doctor prescribed was not working. The medication had been changed, and the physician believes the patient might have experienced withdrawal side effects. The stimulator is used to treat pain. The cause of the reported pain is due a herniated disc (l5-s1). The cause of the itching is due to the patient experiencing withdrawal side effects. Therefore, conclusion has been selected as no problem/fault found, as the device could not be attributed to the cause of the reported incident. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported an itching reaction during their trial and asked to have the leads removed early. They were given cortisone cream to treat the area. The patient was also complaining of severe right sided pain in their back and leg, which the doctor said was related to their l5-s1 herniated disc. An explant procedure was performed on (B)(6) 2023. The patient is no longer itching and there was no infection present.